Manufacturer narrative:
The customer's qc and calibration were acceptable. The field service representative found a misaligned sample probe and the liquid level detection setting was out of specification. He aligned the sample probe and adjusted the liquid level detection to the target value. A precision check was performed with acceptable results and all values were within specification. The customer performed qc and verified the values were within range. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 771985. The expiration date was not provided. It was noted that microclots in the sample could be possible. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat assay results for 1 patient sample on a cobas e 601 module. The initial result was 11.15 ng/l. The repeated result was 183.1 ng/l. The results were reported outside the laboratory. The sample was repeated as the nurse questioned the initial result.